Event description:
It was reported that x-ray imaging revealed that the patient's lead was placed at the incorrect location. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.